Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to perform a complete pump reset, and the caller was guided through the reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.